Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that button were hard to press and had been that way since insulin pump was first received. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had intermittent button response due to flattened button dome switches. The pump was received with minor scratches on the display window, a cracked reservoir tube lip. No unlocked lcd keypad connector was noted.